Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0j2le, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported he had a neck MRI but did not have his patient programmer to turn the device off. Something was put over his chin to make sure they got his neck. When he was placed in the MRI machine and the scan started, the patient felt his stimulator woke up and was activated. He felt like the device was changing the amount of stim. The patient was taken out of the machine and the scan was not completed. He did not think the device got hurt or damaged. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.